Event description:
The user facility reported that a 70-year-old male implanted with the impella 5.5 pump experienced high purge pressure. The representative reported that the high purge pressure alarm was delayed. The patient was treated with tpa for several hours. Subsequent minimum and maximum flows were equal, and the pump was later replaced. There were no reports of harm to the patient.

Manufacturer narrative:
The investigation into the reported high purge pressure was completed. Analysis of the returned data logs confirmed purge system blocked alarms. Functional testing of the pump showed the purge pressure to be above 1000 mmhg and purge flow <1 ml/hr. Visual inspection of the catheter reveal blood ingress in the purge lumen. As the data logs from the beginning of the case were not returned and no major abnormalities were found with the pump, the root cause of the high purge pressure was undetermined. This report is being filed as part of a retrospective review of historical records.